Event description:
Primary IV tubing, heparin drip, found to be leaking during lexiscan stress test. Bag was empty and large puddle of clear fluid found underneath IV pump infusing heparin, appearing to be leaking from the IV line. IV line clamped and detached from the patient.